Event description:
Additional information was received from a manufacturer representative on 2020-jul-14. It was reported that the initial reporter was the physician. It was noted that the pump was not replaced prior to eos because the patient was not in condition for replacement and the eos message was ignored. The type of programmer used when the eos message was first observed was unknown. The patient was managed by the hospital for withdrawal and the pump remained implanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_prog, lot/serial#: unknown, product type: programmer, physician. Product ID: neu_unknown_prog, ubd: n/a, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient receiving 3.5 mg/ml of morphine, 100 mcg/ml if clonidine, 22 mcg/ml of sufentanil, and 3.7 mg/day at 0.799 mg/day, 8 mcg/day, 1.759 mcg/day, and 0.2959 mcg/day, respectively, via an implantable pump. It was reported on (B)(6) 2020 the patient's pump reached end of service (eos). It was reviewed the eos was not premature. The patient starting having withdrawal symptoms and vomiting. The rep stated the patient knew the pump was going to hit eos this week but was not expecting to go into withdrawal. The patient was being monitored by their healthcare provider (hcp) and was stable.